Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Reportedly, the ipg was set into surgery mode prior to the unrelated surgery. As such, surgical intervention may occur later to address the issue.

Event description:
Surgical intervention was undertaken where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the unrelated surgery the patient reported having. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system.